Manufacturer narrative:
Medical product: metasul ldh, head, 44, code j, taper 18/20 catalog no# 0100181440 ; metasul ldh, head adapter. Therapy date : (B)(6) 2017. The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to pain, implant corrosion, elevated metal ions and metallosis. Post revision surgery, patient experienced infection and treated by two stage revision.